Event description:
During the implant procedure, while tunneling with a medtronic catheter passer, the tip snapped off. Physician attempted to retrieve the tip by creating a third incision below the clavicle, at which point bleeding was observed. Upon removal of the tip, the physician determined that the stimulation lead had pierced the external jugular vein. Manual pressure was applied without resolution. A vascular surgeon and a cardiothoracic surgeon were brought in to assist. The vascular surgeon was able to control the bleeding and achieve hemostasis. The physician then re-tunneled the stimulation lead beneath the vein and completed the implant procedure without further issues. The patient was admitted overnight for observation and is expected to be discharged. Imaging was also performed and confirmed no pneumothorax.